Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The two perclose proglides #2 and #3, lot #61137-6h indicated are being filed under separate medwatch MFR report numbers.

Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the used of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the physician experienced a cuff miss with three separate proglide devices. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no add'l info was available.